Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The customer reported issue was confirmed. In addition, the adhesive part of the illumination lens is noted to be peeled off. Additionally, service repair noted the adhesive part of the tip body is peeled off due to handling. Scratches on the insertion part serpentine tube , tip cover, switches, switch box, operation part , knob, up/down knob, grip , universal cord, scope connector observed. The curved rubber adhesive is missing forcep stopper scraped. The paint on the suction cylinder is peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of wire break. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.device evaluation found the adhesive part of the illumination lens is peeled off.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive which had peeled off from the illumination lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to mishandling, or the stress exerted on the device from repeated/long-term use. Olympus will continue to monitor field performance for this device.